Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in the report is not sold in the u.s. However, it is similar to other palmaz genesis stents that are sold in the u.s.

Event description:
As reported, the stent of a 9mm x 39mm palmaz genesis on .035¿ 80cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system detached from its balloon just before insertion into the sheath introducer system (unknown). The surgeon still opted to use the stent, securing the access to the lesion. There was no reported patient injury. The target lesion was the iliac artery. The intended procedure was dilatation of the superficial femoral artery and iliac stenting. The target lesion was treated successfully with the stent. The device appeared normal when removed from the packaging. There was no difficulty removing it from the packaging or difficulty prepping it. The stent was replaced on the balloon like an unmounted stent. A 6f cordis sheath was used in the procedure. Patient demographics including the reason for the procedure were requested but were not available. The device will not be returned for evaluation as the stent was implanted.

Manufacturer narrative:
The stent of a 9mm x 39mm palmaz genesis on .035¿ 80cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system detached from its balloon just before insertion into the sheath introducer system (unknown). The surgeon still opted to use the stent, securing the access to the lesion. There was no reported patient injury. The target lesion was the iliac artery. The intended procedure was dilatation of the superficial femoral artery and iliac stenting. The target lesion was treated successfully with the stent. The device appeared normal when removed from the packaging. There was no difficulty removing it from the packaging or difficulty prepping it. The stent was replaced on the balloon like an unmounted stent. A 6f cordis sheath was used in the procedure. Patient demographics including the reason for the procedure were requested but were not available. The product was not returned for analysis. A product history record (phr) review of lot 82208537 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling or procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.